Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was removed from the pump on (B)(6) 2012 by their healthcare professional because they did not believe that the pump was delivering all the boluses because they did not show up in the history. The reporter confirmed with school nurse that the patient was being given the boluses via the pump. The reporter denied any time/date changes and there was no recent trauma or evidence of moisture in the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed no activity outside of normal use and there were no canceled boluses in the bolus history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump was exercised for 24 hours with no alarms occurring. Periodic boluses were performed successfully and were accurately recorded in the history. The pump was opened and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.